Event description:
The patient was brought back to the operating room for a surgical site incision and drainage (I&d) related to a possible reaction to exofin. The patient had chills and bloody drainage at the surgical site prior to I&d. The patient is in an approximately 1-week status post-operative for a left total knee arthroplasty using a mako robotic arm. She reported having had a feeling of chills, but no fever, and she had bloody drainage from the inferior aspect of her incision. She had surrounding ecchymosis and slight skin irritation from the previous post-operative dressing with some small blisters.

Manufacturer narrative:
Although a specific product and lot number of the reported offending product could not be provided, a general device history records (dhrs) review of exofin fusion 22 cm, 30 cm, and 60 cm products was conducted on incoming inspection, manufacturing, production, and quality control testing procedures and processes. Processes were reviewed, and showed no deviations or documented quality issues. Equipment records associated with the manufacturing and production processes were reviewed, which showed that equipment was maintained and calibrated according to established schedules. In addition, no change controls had been issued that would have affected the manufacturing and production equipment's validated state. As a result of our in-depth investigation, chemence medical could not positively identify the root cause of the issue based on the investigation results, as no quality issues related to incoming material inspection, chemical manufacturing, product sterilization, product assembly, product inspection, or handling processes were identified. Therefore, this issue is considered an isolated incident, and no comprehensive action is planned. However, this issue shall be monitored, and appropriate action shall be taken if additional similar issues are reported.